Event description:
It was reported that the femoral impactor pad thread broke. There was no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. H6: component code: mechanical (g04) - impactor. No device was returned. Visual inspection of the photograph provided confirms that the poly part is fractured. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.